Manufacturer narrative:
Product not returned because product is still in-situ. No radiographs or images were provided to confirm the alleged failure. It is unknown if patient followed post-operative restrictions. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure will be performed (B)(6) 2020. As per reporter, the patient had a seizure and fell off the couch. It was noticed during final lengthening that the end cap had disengaged from the rod.

Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time. Even though no product has been returned, fsca investigation was performed and variation in the torque applied to the threaded cap during the assembly process was identified as the root cause of the failure. Per the manufacturing instructions, the threaded cap must be tightened to 40 in-lbs. Although all operators followed the assembly procedure, and the torque wrench indicated 40 in-lbs was applied, the manner of using the torque wrench resulted in variances in applied torque. The manner in which the operator handles the torque wrench may impact the actual torque applied to the end cap, thereby creating a false positive that the specified torque has been applied. If the specified torque is not applied, the effectiveness of the cap tightening process may be compromised.